Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient's ipg was not communicating with external devices. Patient's system was set to MRI mode and was never taken out of MRI mode. Troubleshooting has been unable to resolve the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.